Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the scrub technologist grabbed and pulled the suture out of the package, it was noted that there was no thread attached to the needle; and on the second suture, the thread easily fell off the needle when pulled out of the package. The surgeon used a competitor's suture to resolve the issue.